Event description:
Pt admitted on may 5, 2006, for performance of laparoscopic cholecystectomy. During the procedure there was inadvertent trocar puncture of the aorta with the visiport plus trochar system. The aorta was repaired and the pt was admitted to the cardiac intensive care unit and expired 3 days later.